Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was confirmed but not duplicated during product evaluation. The device passed all testing and was found to be operating within specifications. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with an occlusion alarm, which occurred in general patient ward. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.